Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had water flow rate problem. Per review of wo, the device was not used on the patient.

Event description:
It was reported that arctic sun device had water flow rate problem. Per review of wo, the device was not used on the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a faulty circulation pump. It was confirmed that the circulation pump was not working. Replaced circulation pump assy. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a faulty circulation pump. The device was evaluated upon receipt. It was confirmed that the circulation pump was not working. Replaced circulation pump assy. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had water flow rate problem. Per review of wo, the device was not used on the patient.